Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed an open book image error and a motor error. The customer reported no adverse event. The event involved the product mmt-1884. Troubleshooting was performed. The customer stated that insulin was "squirting out" during the fill tubing process and that insulin continued to drip after the motor stopped during the fill tubing process. The customer also stated they were unable to exit the "load reservoir" process. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. The pump primed properly. The pump was monitored, no critical pump error (open book image) alarm, drive/motor anomaly, motor error alarm/delivery anomaly and rewind anomaly noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 10-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 02/10/2025 02:19:28.000 02/10/2025 22:34:37.000, 02/10/2025 22:44:00.000 low battery alert was found on: 02/09/2025 16:13:00.000 replace battery alert was found on: 02/10/2025 01:44:00.000 replace battery now alarm was found on: 02/10/2025 02:15:00.000 02/10/2025 02:25:00.000 power loss alarm was found on: 02/10/2025 07:51:31.000, 02/10/2025 22:46:17.000, 02/10/2025 22:46:25.000. Pump error 23 alarm was found on: 02/10/2025 22:45:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: 02/09/2025 20:01:00.000, 02/10/2025 13:45:00.000 to 02/10/2025 22:23:00.000. Sensorerroralert (801) was found on: 02/10/2025 19:44:40.000, 02/10/2025 19:54:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. There was no critical pump error (open book image) alarm, prime/fill anomaly, drive/motor anomaly, motor error alarm/delivery anomaly and rewind anomaly noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.62 mv). The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for critical pump error (open book image) alarm, prime/fill anomaly, drive/motor anomaly, motor error alarm (no current code/category)/delivery anomaly and rewind anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.